Event description:
The returned spacer was analyzed and revealed that the spindle cap was completely sheared off from the implant body. The detachment of the spindle cap was due to excessive force. The damage to the implant indicates failure was likely due to deployment against resistance, such as bone, and or manipulation of the position of the device by gear shifting of the inserter. Additionally, the right wing of the superior cam-lobe was bent outwards of the median line. This damage suggests that the user exerted excessive force while attempting to deploy the implant against a rigid obstruction like the spinous process. A product labeling review identified that the device was used per the instructions for use IFU product label. Additionally, it states do not force deployment or implant breakage or damage to bony structures may result, and should any resistance be encountered during deployment of the superion implant, it may be suggestive of interference between the implant and bony anatomy, e.g., lamina, hypertrophic spinous process, and, or suboptimal implant positioning. Do not attempt to manipulate the position of the device by gear-shifting the inserter, i.e., gross cranial, caudal, lateral articulation, fig. 8h, as the mechanical advantage or leverage provided by the length of the inserter may be sufficient to damage the implant or surrounding anatomy. Avoid application of excessive stress on instrumentation and if resistance is encountered, or if device position is suboptimal, completely reverse-deploy or close the implant before repositioning and redeployment. These are all known risks associated with the use of lumbar spine implants and associated instruments.